Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n161606029, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (concentration 25mg/ml; dose 4.8mg/day) via an implantable infusion pump. Patient history included failed back surgery syndrome and non-malignant pain. During normal pump replacement on (B)(6) 2015, a catheter access port (cap) study was done and the catheter was not flowing. The hcp opted to replace the catheter as well. The hcp could not find the entry point of the catheter so it was tied off and left in the patient. The cause of the catheter issue was undetermined. The device issue was resolved. No patient symptoms were reported. Patient status at the time of the report was alive with no injury. Additional information has been requested but was not available at the time of this report.